Manufacturer narrative:
Heartsine technologies ltd has received the device for evaluation. We will communicate our findings regarding the cause of this event in our final report.

Event description:
The customer contacted heartsine to report that the on/off button on their device was working intermittently and it was difficult to turn on the device pressing the on/off button. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.